Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and seroma-late.

Event description:
Physician reported right side capsular contracture baker grade iii-IV and seroma appeared, the volume of fluid was 50-80 ml. A capsule thickened to 2 mm, chest pains appeared. The device was explanted.

Event description:
Physician reported right side capsular contracture baker grade iii-IV and seroma appeared, the volume of fluid was 50-80 ml. A capsule thickened to 2 mm, chest pains appeared. The device was explanted.

Manufacturer narrative:
Device analysis evaluation: the device was returned to allergan and visual examination noted the device weighed 496.47 gm. The device was noted to have crease fold and deformation of the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted.